Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: UDI: (B)(4). The brand name was reported as 5.0 cm short attachment in the initial medwatch, the brand name has been updated to 5cm heavy duty short attachment. The product code was reported as short in the intial report. The product code has been updated to short-hd. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device bearings were damaged, the ball bearing fell apart, there were balls missing and cage not available, the pre load ball bearing did not work and the rattle was blocked. The device also failed pretest for temperature, cutter insertion, pre load and lock operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction/design issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that reported condition was not confirmed. Therefore, the root cause could not be determined. However, it was discovered that the bearings were worn out and broken creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment and not allowing the cutter to pass through due to worn out bearings. This issue is consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.